Event description:
Circumcision performed by physician as usual. When foreskin was cut, gomco failed to achieve hemostasis requiring one suture to dorsal side of penis below glans. No excessive bleeding after suture inserted.